Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This is one of three submissions for the same patient event. The other two submissions are: 1220246-2017-00169 ((B)(4)) and 1220246-2017-00170 ((B)(4)). The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number ar-503-ttte and lot number1315462 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. Unknown device disposition.

Event description:
It was reported that on (B)(6) 2015 a patient had undergone a tka procedure during which the patella was not resurfaced. On (B)(6) 2017 the surgeon performed a revision tka due to tibial loosening and pain. During the revision the following devices were explanted: tibial tray, ar-503-ttte, lot 1315462, femoral implant, ar-516-5r, lot 108761425 and bearing implant, ar-513-be09, lot 113601402. The revision was completed using another manufacturer's product. The operative reports and medical records indicate patient is morbidly obese (bmi of (B)(6)) which is contraindicated for this product.